Event description:
The affiliate stated the customer reported erroneously low gi monitor results for five patients and one low br monitor result for one patient with ultrasonic system error messages involving the unicel dxi 800 access immunoassay system. The customer stated the erroneous results were not released out of the laboratory. There was no patient consequence or change in patient treatment associated with this event. Of the five low gi monitor results, three crossed the reference range upper limit for healthy adults upon reanalysis. All other questioned retest samples generated results within the same clinical range as the initial values. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.

Manufacturer narrative:
The field service engineer (fse) performed a diagnostic test for ultrasonic function (dry level sense) which failed on pipettor #2, indicating an inappropriate change in the resonant frequency of the pipettor ultrasonics. The fse performed the ultrasonic adjustment procedure and realignment on pipettor #2 and was able to obtain passing ultrasonic diagnostic results. As a precautionary measure, the fse replaced the ultrasonic transducer. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. In conclusion, the likely cause of the event is attributed to the ultrasonic system associated with reagent pipettor #2.